Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned product identified the device exhibits signs of repeated use and the post is fractured off all pieces were not returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument was fractured while trialing. Subsequently, the procedure was completed with another device. No adverse events have been reported as a result of the malfunction.